Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event. The fse found that the incubator belt had slipped. The fse completed upgrades aia-900-t104(e) preventive measures against cup transfer z-axis motor malfunction and aia-900-t052(e) position adjustment procedure for the turntable rotation drive motor. The fse adjusted the incubator positions. The customer ran and verified the qc. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the error 4153 c trans home overrun and error 2160 c trans not detected cup was the incubator belt slipped.

Event description:
On (B)(6) 2017, the customer reported error 4153 c trans home overrun and error 2160 c trans not detected cup on the aia-900 instrument. The customer reported that the error occurred during the quality control (qc) run. The customer rebooted and couldn't get through the back ground check. No tip was stuck on the sample probe. The customer didn't identify any backed up waste. The customer cleaned the sensor and removed a dropped cup. The customer ran a background check and received the same errors. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh), estradiol (e2), prolactin (prl) alpha fetal protein (afp), and progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.